Event description:
As reported: "after the initial surgery, the fracture became pseudoarticular and the nail eventually broke off. After removal, it was replaced with tha."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and is indeed broken. The device inspection revealed the following: the returned devices in the scope of this pi show indeed the broken nail, as well as a broken distal screw. The product identification of the broken devices could be confirmed. The broken distal screw was also analyzed. The broken surface also shows rest lines, specific to fatigue fractures. Therefore, it can be concluded that the screw too, broke in a fatigue manner. Since x-rays were provided, a medical expert's opinion on this case was requested. Their statement is as follows: "a pseusoarthrosis is another word for non union. So based on the story this is a clear non-union case with in the end nail breakage. [...] [Based on the pictures] clearly the fracture did not fully heal. This is not the image you expect after 3 years of healing" based on investigation, the root cause was attributed to mostly a patient related issue. The event was caused by the non union of the bone, which caused excessive loads on the nail for an extended amount of time (3 years) before the device finally broke in a fatigue manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.